Event description:
Stryker cement mixer attachment broken during mixing process, 3 boxes of cement wasted. New cement and mixer opened to complete procedure. Supply reference #0606-563-000, lot 25118012, exp 4/1/2028.